Manufacturer narrative:
The customer product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported being unable to upload data from their precision xtra blood glucose meter onto a data mgmt system that was designed for use with an unknown brand of insulin pump, and not blood glucose meters manufactured by abbott diabetes care. The customer reported that this caused them difficulties and they were not able to stabilize glucose readings. They then reported in 2007, they lost consciousness, and the customer's brother called the paramedics. D-50 (dextrose) was administered intravenously, and glucose tablets and crackers and soda were administered in order to stabilize glucose levels. Customer additionally reported that on the following month, also losing consciousness and paramedics were again called. Unspecified injections were administered in order to stabilize glucose levels. It is unknown when the precision xtra meter was in use in relation to both of these reported events.